Event description:
The customer reported that the pt was taken to the operating room for take-down of his glossopexy, cleft palate repair and myringotomy and tube insertion. At the end of the procedure, a small blister was noted in left corner of the mouth. Approximately four hours later, the blister was gone and the area was red in appearance. No cause of the burn was identified. The degree of burn and the treatment of the burn are unk.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. To date, the incident generator has not been received for eval. If the unit is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.